Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the left l5 lead was explanted and replaced. The lead fracture was confirmed upon explant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a UDI:(B)(4) batch: ab2375.

Event description:
It was reported that patient was receiving effective therapy since the left l5 lead exhibited high impedances. As such surgical intervention is pending to address the issue.